Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during the final drain of peritoneal dialysis therapy. The patient stated that they disconnected in the last dwell and reconnected in the drain cycle after hearing the alarm. The technical service representative explained that the supplies were compromised and instructed the patient to disconnect and cycle the power on the device to clear the alarm. The patient stated they were going to end therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Improperly disconnecting from the disposable set and reconnecting is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.